Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain (6-10 ¿ excruciating)"), device breakage ("device breakage"), pregnancy with contraceptive device ("with second child there were bleeding during the pregnancy: one miscarriage"), haemorrhage in pregnancy ("bleeding during the pregnancy"), abortion spontaneous ("miscarriage") and uterine haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concurrent conditions included body mass index normal and hypermenorrhea. Concomitant products included anaesthetics (anesthesia), clonazepam and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches"), dysmenorrhoea ("severe menstrual pain; dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). On (B)(6) 2014, the patient experienced rash macular ("rashes or skin conditions type: right side pelvic rash type dots"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and panic attacks"), panic attack ("psychological or psychiatric problems condition: anxiety and panic attacks"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems") and weight increased ("weight gain (gained 30 12pounds)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), back pain ("severe back pain, back pain(6-10 ¿ excruciating)"), allergy to metals ("nickel allergy"), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("abdominal pain(6-10 ¿ excruciating)") and hormone level abnormal ("hormonal changes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy with wedge resection and removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, migraine, allergy to metals, dysmenorrhoea, menstrual disorder, weight increased and hormone level abnormal had resolved, the device breakage, pregnancy with contraceptive device, haemorrhage in pregnancy, abortion spontaneous, uterine haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, panic attack, rash macular, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, nausea and abdominal pain outcome was unknown and the back pain, alopecia and headache had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, haemorrhage in pregnancy, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, panic attack, pelvic pain, pregnancy with contraceptive device, rash macular, tooth disorder, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff figure has been left with abdominal deformity and severe large scarring. Plaintiff symptoms have resolved and that she feels much better diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Ultrasound scan - on (B)(6) 2014: dysmenorrhea was normal. On (B)(6) 2014: plaintiff underwent hysterosalpingogram which showed essure® coils were properly positioned. There is no passage of contrast material into the fallopian tubes and there is no spill into the peritoneal cavity. The fallopian tubes are water tight. On (B)(6) 2016, pathologic diagnosis showed pathologic diagnosis: endometrium, curettage, fallopian tubes including coils, bilateral salpingectomy, endometriosis", biopsy. Clinical information: pelvic pain, abnormal uterine bleeding specimen submitted: endometrial curetting, bilateral tubes and essure coils , endometriosis gross description: a. The specimen is received in formalin labeled "endometrial curetting¿s" and consists of multiple pieces of pink-tan soft tissue mixed with blood clot and blood-tinged mucus measuring 2. 8 x 2. 5 x 0.4 cm in aggregate b. Received fresh with proper patient identification, labeled "bilateral tubes and essure coils" are two undesignated fallopian tubes each with attached fimbriae. Each tube is 9.9 cm long, o. 4 cm wide with pinpoint patent lumens. Each tube contains a 9. 6 cm long coiled wire that can be teased from the tubal lumen with minimal to mild effort. The fimbriae are grossly unremarkable. C. The specimen is received without formalin labeled "endometriosis" and consists of two fragments of red-tan soft in greatest dimension. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, miscarriage and uterine haemorrhage ( confirming vaginal haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter, patient¿s demographic information updated. Event apareunia was recoded to meddra llt female sexual dysfunction. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain (6-10 ¿ excruciating)"), device breakage ("device breakage"), pregnancy with contraceptive device ("with second child there were bleeding during the pregnancy: one miscarriage"), haemorrhage in pregnancy ("bleeding during the pregnancy"), abortion spontaneous ("miscarriage") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concurrent conditions included body mass index normal and hypermenorrhea. Concomitant products included anaesthetics (anesthesia), clonazepam and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches"), dysmenorrhoea ("severe menstrual pain; dysmenorrhea (cramping)"), sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). On (B)(6) 2014, the patient experienced rash ("rashes or skin conditions type: right side pelvic rash type dots"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and panic attacks"), panic attack ("psychological or psychiatric problems condition: anxiety and panic attacks"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems") and weight increased ("weight gain (gained 30 12pounds)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), back pain ("severe back pain, back pain(6-10 ¿ excruciating)"), allergy to metals ("nickel allergy"), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("abdominal pain(6-10 ¿ excruciating)") and hormone level abnormal ("hormonal changes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent bilateral salpingectomy) and surgery (bilateral salpingectomy with wedge resection and removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, migraine, allergy to metals, dysmenorrhoea, menstrual disorder, weight increased and hormone level abnormal had resolved, the device breakage, pregnancy with contraceptive device, haemorrhage in pregnancy, abortion spontaneous, uterine haemorrhage, vaginal haemorrhage, menorrhagia, sexual dysfunction, anxiety, panic attack, rash, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, nausea and abdominal pain outcome was unknown and the back pain, alopecia and headache had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, haemorrhage in pregnancy, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, panic attack, pelvic pain, pregnancy with contraceptive device, rash, sexual dysfunction, tooth disorder, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff figur has been left with abdominal deformity and severe large scarring. Plaintiff symptoms have resolved and that she feels much better . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Ultrasound scan - on (B)(6) 2014: dysmenorrhea was normal. On (B)(6) 2014: plaintiff underwent hysterosalpingogram which showed essure® coils were properly positioned. There is no passage of contrast material into the fallopian tubes and there is no spill into the peritoneal cavity. The fallopian tubes are water tight. On (B)(6) 2016, pathologic diagnosis showed pathologic diagnosis: endometrium, curettage, fallopian tubes including coils, bilateral salpingectomy, endometriosis", biopsy. Clinical information: pelvic pain, abnormal uterine bleeding specimen submitted: endometrial curetting, bilateral tubes and essure coils , endometriosis gross description: a. The specimen is received in formalin labeled "endometrial curetting¿s" and consists of multiple pieces of pink-tan soft tissue mixed with blood clot and blood-tinged mucus measuring 2. 8 x 2. 5 x 0.4 cm in aggregate b. Received fresh with proper patient identification, labeled "bilateral tubes and essure coils" are two undesignated fallopian tubes each with attached fimbriae. Each tube is 9.9 cm long, o. 4 cm wide with pinpoint patent lumens. Each tube contains a 9. 6 cm long coiled wire that can be teased from the tubal lumen with minimal to mild effort. The fimbriae are grossly unremarkable. C. The specimen is received without formalin labeled "endometriosis" and consists of two fragments of red-tan soft in greatest dimension. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, miscarriage and uterine haemorrhage ( confirming vaginal haemorrhage). Most recent follow-up information incorporated above includes: on 3-feb-2018: pfs and mr received: new reporters, patient demographic information, historical and concomitant conditions, historical and concomitant drugs, product onset date updated, indication, new events vaginal haemorrhage, menorrhagia, sexual dysfunction, anxiety, panic attack, rash, bladder disorder, urinary tract disorder, headache, tooth disorder, device breakage, vaginal discharge, weight increased, nausea, abdominal pain, hormone level abnormal, pregnancy with contraceptive device, device ineffective, miscarriage and abnormal uterine bleeding( from mr) added. Outcome for the events headache, back pain, alopecia updated to not recovered / not resolved and for events weight increased and hormone level abnormal added as recovered / resolved. On (B)(6) 2018: processed with fu1. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 2 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), dysmenorrhoea ("severe menstrual pain;") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, dyspareunia, migraine, allergy to metals, alopecia, dysmenorrhoea and menstrual disorder had resolved. The reporter considered allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff figure has been left with abdominal deformity and severe large scarring. Plaintiff symptoms have resolved and that she feels much better diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - (B)(6) 2014: fallopian tubes were bilaterally occlude on (B)(6) 2014: plaintiff underwent hysterosalpingogram which showed essure® coils were properly positioned. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.